Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the hard drive on the host pc was defective. To resolve the issue, the fse replaced the hard drive for host pc, restored the ghost and re-created the image store. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.